Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of the multi-lumen catheter (mac) the introducer needle hub was cracked. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine" and no additional medical intervention was reported.